Event description:
The customer states that a patient's sample (#1) that was collected in 2003 in a lithium heparin collection tube generated an axsym toroponin-I assay result of 0.8 ng/ml and reported out of the lab. The following day, a new sample was drawn (#2) from this patient and tested for troponin-I and generated a result of greater than 50 ng/ml. An auto-dilution (1:10) was performed and generated a final result of 470 ng/ml. The sample was repeated twice with similar results. Controls were within specifications. The patient's physician questioned this elevated result. The physician ordered another sample taken and this third sample (#3) tested at 0.3 ng/ml. The initial sample from 2003 was then was retested with a troponin-I value of 0.6 ng/ml. Sample #2 was sent to reference lab that also uses the axsym troponin-I assay and a result of greater than 50 ng/ml was obtained. The reference lab made a 1:3 dilution with a final result of 537.9 ng/ml. This same sample was tested for total ck (olympus platform) with a final result of 3625 u/l. Meanwhile, the customer tested sample #3 at a 1:4 dilution and generated a result of greater than 50 ng/ml. An auto-dilution (1:10) was performed and a final result of 471.6 ng/ml was obtained. This same sample generated a total ck of 1893 u/l. Subsequent troponin-I values of 472, 340, 282, 210, 141 and 49 ng/ml were generated up to the patient's discharge. The customer stated that the patient's physician confirmed that the patient had suffered a myocardial infarction. The patient has since been discharged. There is no impact to patient management reported. End of report.